Event description:
The customer reported that she was hospitalized twice due to high and low blood glucose levels. The customer only provided a date of (B)(6) 2012. The customer stated that she was admitted with diabetic ketoacidosis, and blood glucose levels greater than 800 mg/dl. The customer was also vomiting. The customer stated that she was in a coma for two weeks. The customer stated that the insulin pump being used at the time of the event has already been replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.